Event description:
Agitated patient was able to bite through a fast track lma. Air leak noticed along with neck swelling. Et tube changed over wire. O2 sats maintained stable throughout occurrence. No injury to the patient.